Manufacturer narrative:
The catalog number is unknown at this time. Device description was reported as an unknown cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon revised cup, liner and femoral head in patient's left hip due to mechanical loosening of the cup.